Event description:
It was reported that a merlin.net transmission revealed that the right ventricular lead exhibited noise and multiple noise reversion episodes. The patient was asymptomatic and would continue to be monitored.

Event description:
New information reported stated that on (B)(6) 2015 the lead was reprogrammed and adjusted. The patient was doing fine.

Manufacturer narrative:
(B)(4).